Event description:
A customer observed biased k+ results on the vitros dt60 analyzer. No patient results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of paient harm as a result of this event.